Event description:
The manufacturer received information on a dreamstation auto CPAP device alleging the device is burned on the bottom. No further information was provided. The device has not yet been returned to the manufacturer for evaluation. The device has been sent to the pil for further investigation. If any additional information is received, a follow up report will be filed.